Event description:
Note: the date of event is unk. A hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure (pt age, gender, and weight unk). According to the complainant, "during the procedure, the sphincterotome cut wire broke during cautery. The physician got another of the same device and it worked fine." There were no pt complications reported as a result of this event, and the pt's condition was reported as "fine" following the procedure.

Manufacturer narrative:
Visual examination of the returned device confirmed that the cutting wire was broken. The cutting wire was burnt (see figure 1, page 3) which indicated that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include (I) improper tome position allowed the cutting wire to abut the endoscope which resulted in a short circuit and (2) excessive power was applied to the cutting wire due to improper generator settings. A search of the complaint database did not identify any add'l complaints recorded for this lot. A review of the device history record of the pertinent lot revealed no issues related to this complaint. The march 2008 jagtome product family complaint trend report was reviewed and no unfavorable trend was noted. Hydratome rx sphincterotomes are included in the jagtome product family.